Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that that the triggers jam. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear on components from inadequate cleaning/care, repeated sterilization and use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the small battery device operated intermittently. There were no delays to the planned surgical procedure as a spare identical device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.